Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device in excellent condition. The pump event history showed a base hardware failure and battery communication timeout error messages. During power up process the technician could not duplicate the reported issue. The root cause was unable to be determined, as no physical or any other damaged was found on interconnect board. The technician did not make any repairs to the device.

Event description:
It was reported that upon opening, a base hardware failure error and battery communication timeout errors were observed. No patient injury was reported.